Event description:
The pt had class three type c lesions. Balloon ruptured before it advanced to its atmosphere pressure. No add'l info is available. Please note that multiple attempts to acquire add'l pt and procedural info have been made and have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products that was involved in the procedure and is related to mfg #9610978-2007-00069.